Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting on (B)(6) 2020, the stimulation turned on/off when the patient turns her head. It was noted that the patient has 3 ¿cables¿; one for her the back, one for the head, and one for the spine. The cable for the spine has been disconnected. It was not reported when this occurred. (Manufacturer records indicate that the patient had a paddle lead inactivated on (B)(6) 2009.) Additional information was received from the patient. The patient reported that when they turned their head left, the stimulation got higher. The patient sat for 20 minutes and then it shut off on its own. The patient said she did not pay attention to the box because she was away from it. The patient's hcp no longer worked at the facility it was installed and they hadn't seen a rep in over a year. When the patient got home it didn't come on and the issue was not resolved. No further complications were reported.